Event description:
It was reported that during a laparoscopic hepatectomy procedure, it was the first firing of the device on the ligament under the liver the firing was successful. The surgeon continued to use the same device for about 7 or 8 more firings. About an hour and a half into the case and after the first firing profuse bleeding was noticed and the patient coded, then was converted to open. The patient was resuscitated. The surgeon found that the middle of the staple line was open on the ligament and there were no malformed staples noticed. Suture was used to control the bleeding. The patient was given twelve units of blood. It is unknown how much blood loss. On what tissue type was the device used? At what location on the tissue? Ligament under the liver. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Asku. On which firing(s) did this event occur? 1st firing. What color cartridge was being used? White. What other color cartridges were used before and after this event? Asku. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? May have been fired over a clip. Before using the device the surgeon used the a clip applier on the bleeders and thinks he may have clipped a clip however, there was no noise heard and no resistance while firing since the device was powered. Were any unexpected noises heard? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No.

Manufacturer narrative:
(B)(4). Additional followup: 1 hr interval between firing and staple line disruption. Patient has done well and is now home with her family the analysis found that one pse45a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.